Manufacturer narrative:
The pump was noted to have programmed morphine 25 mg/ml at a dose of 6.243 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
On 2016-01-04 additional information was received from the health care provider via the representative in which the account did not know the catheter serial number as it was a very old catheter that was placed long ago. They believed it to be an 8703w. The drug that was delivered was morphine 10 mg/ml. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8711, lot# unknown, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
On (B)(4) 2015, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for an unknown indication for use. On (B)(6) 2015, a critical alarm occurred with an unknown cause. Interrogation of the pump identified a motor stall occurred on (B)(6) 2015 at 15:38 with a motor stall recovery noted on (B)(6) 2015 at 17:31. The rep stated, "only one motor stall was reported, that did not match clinical signs". The patient experienced flu like symptoms, headache, drowsiness and "absenteeism". The pump was explanted on (B)(6) 2015. During the explant, in the operating room (or), it was identified the catheter was occluded with "what seemed protein-like material". After aspiration, cerebrospinal fluid (csf) flow from the catheter was regained. The abdominal segment of the catheter was replaced and the healthcare professional (hcp) decided against revision of the spinal segment. The spinal segment of the catheter remained in situ. The patient was doing really well, they did not have any signs of withdrawal anymore and had good pain relief. The patient was discharged from the hospital on (B)(6) 2015. Additional information has been requested regarding catheter information and drug information, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).